Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Physician reported, left side late seroma, capsular contracture, baker grade IV and radial folds. Treatment: anti-inflammatories and analgesics. Device remains implanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe. Seroma-late: unable to observe. Crease/folding of implant: observed creases on the device.

Event description:
The device has been explanted.